Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: three fluoroscopic images were reviewed. The stent graft is visible proximal to another stent in the brachial vein in a right arm. Contrast is visible in one image. The stent graft appears to be uniformly expanded from the proximal to the distal end. The distal end of the stent graft does not exhibit a flared appearance. No images of the vessel prior to stent graft implantation were provided. Based on the images provided, failure of the distal end of the stent graft to completely expand (flare) can be confirmed. Conclusion:although the device was not returned for evaluation, images were provided for review. Based on the images provided, the investigation is confirmed for failure to expand as the distal end of the stent graft did not exhibit a flared appearance. Labeling review: the current instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment in the brachial vein, the flared end of the stent graft did not completely open. No further intervention was performed. There is no reported patient injury.